Manufacturer narrative:
Field service engineer (fse) investigated and found that the imaging chain would move toward head, but when moved toward foot, the ii did not move and the tube moved toward the head giving a direction error. Fse troubleshot and found faulty logic indicated by leds on tower interface board. Fse replaced the interface board and system operated normally. Fse verified proper operation per hydravision dr system service checklist qssrwi4.1 and returned to system to customer for service.

Event description:
On (B)(6) 2013, customer states via phone that during an urology procedure staff received an image intensifier not aligned message and were unable to move tube. The procedure was completed by moving the table to position the female pt correctly to obtain a bladder shot. No report injury.